Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicated and confirmed the issue error 2310. In system logs, error 23105 was confirmed indicating that the setup joint (suj) encountered excessive primary and secondary latency, with p-values pointing to axis 3. Additional errors 23070 further indicated encoder communication faults. Upon visual inspection, the proximal cable was found to be crushed, replicating the reported event. Due to physical damages, further testing was not performed on the suj. Based on these findings, failure analysis determined that the proximal cable and axes controller junction (acj) board are the potential root causes for this issue. Probable root cause is attributed to defective cable and acj component.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the setup joint (suj). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered error 23105, which is associated with excessive secondary encoder latency on set-up joint (suj)4. The tse suggested performing a system reboot, but the problem reoccurred. The tse then asked if it was possible to disable the universal surgical manipulator (usm)4 and continue the procedure with only three usms, to which the customer agreed. The procedure was completed successfully with a delay of less than 15 minutes, and there were no issues for the patient.